Event description:
Device malfunction: anterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted an unspecified arteriotomy closure using a proglide device after an unspecified procedure. Reportedly, a anterior cuff miss occurred. It is unk how hemostasis was achieved. There was no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.